Manufacturer narrative:
(B)(4). The device involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that pump is over infusing remincade, no patient injury reported, customer does not use b,braun IV tubing when infusing the remicade vygon ams975-1 tubing is used, recommended to customer that b.braun vista basic tubing should be used for infusion, customer verbalized understanding, customer sets 145ml/hr, customer is getting 54 drops per minute rather than 48ml/hr.